Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but the believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the surgeon contacted the patient about the recall. The patient has periodic groin pain and sometimes walks with a limp. X-rays and blood tests were taken in (B)(6) 2012. Patient will be monitored and retested in (B)(6) 2013.